Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 90 units. Reportedly, the cartridge was filled with approximately 120 units of insulin, and displayed an initial accurate fill estimate value of over 60 units (+60u). Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.